Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing. No abnormalities were found with the adhesive pad and adhesive pad's welds that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. No issues were found with the device that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's adhesive was loose and the cannula was found to be dislodged. As treatment, the patient applied a new pod.